Manufacturer narrative:
Section d4: UDI number corrected manufacturer's investigation conclusion: the reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the returned portion of the driveline. The submitted driveline x-rays captured the entire portion of the internal and external driveline. No evidence of driveline wire compromise was observed via the submitted x-ray images. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline was heavily taped and twisted in areas due to excessive kinking.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was twisted and nearly 12 inches of the driveline needed to be wrapped in rescue tape. There were no alarms, but a driveline repair was requested. Technical services would be on site (B)(6) 2024 for a cosmetic driveline repair.

Event description:
Additional information was received that the entire external portion of the driveline was replaced with no issues. The driveline was heavily taped and twisted in areas. No alarms were noted post-repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was received that a cosmetic driveline repair was performed.